Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device inappropriately detected lead noise during a patient's rhythm. Specifically, it was noted that patient appeared to be having an agonal rhythm with occasional premature ventricular contractions (pvc). This caused large signals on the far field electrograms (egm) which contributed to lead noise withholding. The device and right atrial (ra) lead are still in use. No patient complications have been reported as a result of this event.